Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged asthma, airway disease. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 10/17/2025. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found findings: · 0 errors logged. · pil was unable to get care orchestrator information from device. · dust-like contamination at the air inlet of the blower box. · dirt-like contamination at the air inlet of the blower box. · dirt-like contamination on the iso port. · black dust-like contamination on the top enclosure. · black dust-like contamination on the bottom enclosure. · dust-like contamination on the blower box. · dust-like contamination on the top of the blower motor. · potential mineral deposits on the bottom of the blower motor. · unknown white dust-like contamination was on top of the blower motor and the blower motor seal. · pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source. Section g3 and h6 have been updated in this follow up report.